Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, there was an open orange (+5v) wire in the trunk cable. The cause of the code 204 is the open orange wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.